Event description:
Customer reported the system shutdown without warning during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord. System operates as intended.